Event description:
It was reported that when the device was used during a right hemicolectomy, the staples misformed. The case was completed with a like device. It was not reported if there was any patient consequence.